Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found a piece of one haptic missing. There was evidence of residue on the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -9.0/+2.5/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The reporter indicated the lens had rotated (not associated to a low vault) and was repositioned on (B)(6) 2018 but it was unsuccessful. The lens was explanted on (B)(6) 2018 and was exchanged for a longer lens. The lens exchange resolved the problem.